Event description:
It was reported that the lead had high impedance and was replaced during trial implant procedure. It was stated that the lead had readings of >10,000 ohms on all electrodes. It was stated that the patient was unable to feel parasthesia at 10.5 amp on several different electrode configurations. The multi-lead trialing cable (mltc) was switched out, but had same results. After removing the lead and inserting a new trial lead, the patient felt parasthesia and impedances were within normal limits. The lead was being returned with the mltc, but it was stated that there was no belief that the mltc was a problem. It was later reported that there were no injuries and patient recovered without sequela. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID: 387445, lot# va0a00w, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening device. Product ID: 355531, lot# n392528, product type: screening device. Product ID: neu_stylet_acc, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the lead found no anomaly. It was noted that a functional test for both the lead and cable found continuity acceptable for all circuits.